Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13328. The pt has two leads from different lot numbers, reporting on both leads. It was reported the pt was receiving effective stimulation coverage, however, the pt had twisted and felt a strong pull in the area where her leads were located. The pt's physician ordered x-ray's and was to review them with the pt at her next appointment. F/u info identified the pt underwent a procedure on (B)(6) 2013 and her lead was repositioned and reprogrammed. The pt had effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.